Event description:
Oversensing in the atrial and far-field channels was reported after an implantation time of about 8 months. The ICD and the two leads were explanted. Linox sd 65/16, MDR 1028232-2008-01707. Setrox s 53, MDR 1028232-2008-01708.

Manufacturer narrative:
The ICD underwent a status interrogation which indicated the device status as bol after an implantation time of about 8 months. The shock table documented 8 charge processes. The ICD first underwent a visual inspection. Traces of insulation abrasion of a lead were detected on the ICD housing. The memory content of the ICD was checked; disturbances were simultaneously visible in the atrial and the ff channel in the recorded iegms. Then the signal perception of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free of interference. In the further course of the analysis, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis did not indicate a material defect or manufacturing error. The ICD proved to be fully functional during the analysis.